Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ 50ml conventional syringe had foreign matter within the fluid pathway. The following information was provided by the client: "contaminated that has speck marks on the clear plastic".

Manufacturer narrative:
H6: investigation summary: it was reported the syringe had speck marks on the clear plastic. To aid in the investigation, eight samples were received for evaluation by our quality team. One sample came in a plastic bag and the other seven in sealed packaging blisters. A visual inspection was performed and all the sample have plunger rod ribs with embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1356554. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd luer-lok¿ 50ml conventional syringe had foreign matter within the fluid pathway. The following information was provided by the client: "contaminated that has speck marks on the clear plastic."